Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product no returned to manufacturer.

Event description:
It was reported that healing abutment screw stripped. And the dentist was unable to removed it and cut a slot . Implant was removed. Tooth location #17.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One bellatek® encode® healing abutment was returned for inspection attached to a t3® tapered implant. The abutment shows significant signs of damage at the drive feature from cutting. The implant is slashed at the collar, and has debris about the threads. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev (B)(6). Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint alleges the healing abutment screw hex is damaged and could not be removed, leading to implant removal. Functional testing revealed that the healing abutment could not be removed from the implant. It was confirmed that the abutment drive feature is too damaged to be removed. A root cause for the abutment damage is due to customer error in abutment seating and driver usage. The following sections were updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). D10: device available for evaluation change 'no' to 'yes'. G1: contact office - name/address. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information available at the time of this report.